Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, rv pacing impedance measured 3024 ohms which has been gradually rising since (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient experienced exit block. Additionally, the lead exhibited continuously rising impedance with a slight jump observed.